Manufacturer narrative:
This report is submitted on (B)(6) 2017 by (B)(4).

Event description:
Per the clinic, the patient experienced cellulitis at abutment site on (B)(6) 2017 and subsequently had the abutment removed. The implanted device remains.